Event description:
It was reported by the clinic that an alert presented on the device recommending explant because of charge time being above fifteen seconds. Boston scientific technical services (ts) inquired about the patient undergoing magnetic resonance imaging (MRI), but the field representative was unsure. Ts explained that this can be an expected fault if the device charged during an MRI, but if the fault did not occur during an MRI, it would need to be replaced. Programming options were discussed. The device and leads remain in service. No adverse patient effects were reported.